Manufacturer narrative:
Device return: one (1) used (B)(4) td catheter was returned. The (B)(4) 7f catheter was not returned for analysis and confirmation. Visual inspection and analysis of the (B)(4) catheter recorded the catheter lumen was damaged contained a longitudinal slice or cut. The engineers report documented the cut was from a sharp instrument. This type of component damage would result in a fluid path to be formed and blood to flow up into the temp probe. Lot build reviews: a review of the mfg. Lot build database for the two reported lot numbers records (B)(4) lot number 33493-sl (mfg. Date 10/2013) shows (B)(4) units and (B)(4) lot number 34-219-he (mfg. Date 10/2013) shows (B)(4) units were all mfg., tested, inspected and released. There were no exception documents generated during the mfg. Lot builds. Findings based on the as-received condition of the returned (B)(4) catheter, the reported issue was confirmed. The root cause was determined to be component (lumen) damage due to user/usage error. The (B)(4) 7f catheter was not returned for analysis and confirmation. The cause of the reported (B)(4) balloon inflation issue is unknown. The mfger will continue to monitor and trend and implement any preventative or corrective actions as appropriate. Ref MFR number 2025816-2014-00102.

Event description:
Complaint rec'd concerning two incidents where a (B)(4) 7f td heparin coated and (B)(4) 8f heparin catheters were in use. The first incident occurred (B)(6) with the (B)(4) catheter were at an unspecified time during the procedure "blood backed up into temp probe from port... The blood was somehow forced up the swan catheter to the cardiac output cable and forced into the connection between the catheter and cable." The second incident occurred (B)(6) 2014 where the (B)(4) catheter was inserted and at an unspecified time during the procedure "the balloon rupture." In both events the catheter devices were successfully pretested prior to placement with no issues noted at that time. The catheter devices were removed and replaced with no further incident. There were no reported adverse patient consequences.